Manufacturer narrative:
Reporters phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for sticky trigger. Therefore, the reported condition that the device had intermittent operation was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device did not work sometimes. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.